Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a140901 - complete blockage

Event description:
Material #: 305916 batch #: regn2118 it was reported by the customer that they noticed that with certain needles they are unable to push medication through as the lumen is clogged. No patient harm verbatim: complaint received via phone. Pir attached. Mat 305916 lot regn 2118 date of event is (B)(6) 2023 multiple occurrences but actual number is unknown. They noticed that with certain needles they are unable to push medication through as the lumen is clogged. They are not sure if the samples are available but do have some from the same lot to send in.

Event description:
No additional information received. Material #: 305916, batch #: regn2118. Verbatim: complaint received via phone. Pir attached. Mat 305916. Lot regn 2118. Date of event is 26-oct-2023. Multiple occurrences but actual number is unknown. They noticed that with certain needles they are unable to push medication through as the lumen is clogged. They are not sure if the samples are available but do have some from the same lot to send in.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.